Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Asr revision reported by sales rep; right; reason(s) for revision: pain. Asr - pt had pain. Update rec'd (B)(4) 2014 - litigation papers received. Litigation alleges elevated metal ions. The dob was provided. There is no new additional information that would affect the investigation. . The complaint was updated on: (B)(4) 2014. Update rec¿d (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information from patient sticker sheet. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(4) 2014. Update rec'd (B)(4) 2015 - medical records received from legal. Upon revision, black staining and osteolysis were noted. The stem remained in situ the stem is being added to the complaint. This complaint was updated on (B)(4) 2015.